Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc, which markets the devices in the u.s.

Event description:
It was reported that patient underwent a total hip arthroplasty in 2007, using a durom acetabular cup, post-op, the patient experienced pain and was revised in 2008.